Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17737096 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a brite tip 6f 11cm sheath introducer broke in two pieces during the procedure.

Manufacturer narrative:
Complaint conclusion: it was reported that a brite tip 6f 11cm sheath introducer broke in two pieces during the procedure. Attempts to gather further information have been unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17737096 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.